Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient's family that this implantable right atrial (ra) lead was not "working". It was reported the patient was very ill, therefore no intervention was performed. Subsequently the patient passed due to unrelated causes.